Event description:
Customer reportedly rec'd an undosed result on the active system. The customer did not provide the location where the malfunction occurred. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek active system: meter, test strip lot number 22950931, expiration date, 04/30/2008.

Manufacturer narrative:
The suspect product is the active meter.